Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they experienced high blood glucose of 570 mg/dl. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 317 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer performed troubleshooting and did not find setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.